Event description:
The surgeon inserted a cc4204bf collamer plate lens but the lens tore. The lens was removed with no patient injury. The reporter stated the cause of the lens tear was unknown. A backup lens was implanted.